Manufacturer narrative:
Upon reassessment of the reported event it was determined that the initial report was submitted on wrong MFR. This event will be reported on 0002648920-2019-00812.

Event description:
Upon reassessment of the reported event it was determined that the initial report was submitted on wrong MFR. This event will be reported on 0002648920-2019-00812.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 42500606202, femur cemented posterior stabilized, lot # 63167827; catalog #: 42540000032, all poly patella cemented, lot # 63235709; catalog #: 42521400712, articular surface fixed bearing, lot # 62683709. Customer has indicated that the product will not be returned to zimmer biomet for investigation, device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00140, 0002648920-2019-00318, 0002648920-2019-00319.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty approximately three years ago and subsequently has been experiencing pain and swelling since the procedure.